Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw was used with lcp proximal tibia plate 3.5. The screw broke during insertion. There was a 5 minute delay in the surgery. The patient was not impacted and the event did not require additional medical treatment. This is report 1 of 1 for complaint #(B)(4).